Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that during surgery the irrigation channel was not working properly due to which poor plasma, weak cutting with charring and smoke was seen. No patient injuries reported. There was no back-up device available to complete the procedure, there was a delay greater than one hour. The surgery had to be postponed.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller p/n13546-02. The ablate- and coagulation- function performed as intended. The suction- and saline lines were tested and performed as intended, not as reported. The complaint was not verified and the root cause could not be determined with certainty; several factors that could contribute extensive wear; factors: rate of saline flow. The rate and depth of tissue ablation is affected by the voltage level, amount of pressure on the tissue and the speed with which the wand is passed over the target tissue. These effects will probably compromise the performance resulting in product malfunction, failure, or patient injury. There were no indications to suggest the device did not meet product specifications upon release into distribution.